Event description:
The patient had a couple falls, and then stated she had more than a couple, but she¿s had two bad falls. The first bad fall, the unit started acting up; patient would sit there and charge it for two hours and then she would turn the implantable neurostimulator (ins) on and she would get an electrical shock up the spine. It only stayed charged for about an hour. The patient went to her managing health care provider (hcp) office and they gave her a new recharger, the same thing happened with it (same recharging problems) so she went back again and met a company representative who used their recharger unit to charge but the same thing happened. The patient has not used her spinal cord stimulation (scs) system for about two months now and she would like to be able to use it again; she wants her scs therapy back and wants it to work. The patient was told to call the device manufacturer to ask for a replacement recharger. Oxycodone was prescribed to the patient, it only lasts from 6-12 before her pain comes back. An appointment for may 11th was made for the patient to see her hcp. The patient¿s hcp reported that reprogramming as well as patient education on how to correctly charge was done. The cause of the event was determined to be not device related, use error. It was noted the patient lost her recharger and patient programmer (pp). The patient outcome was not recovered, symptoms/issues ongoing. The company representative confirmed that they educated the patient on how to make charging time less by charging it sooner than letting battery deplete too far. The patient seemed to be doing fine with it. The patient was supposed to call to have the recharger and pp replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received indicating that the patient had an appointment with the physician and the manufacturer representative on (B)(6) 2015 but that it would be switched to the following week. The patient had problems with the stimulator, it had been working for about two months, (B)(6) 2015. The patient¿s house burnt down and all of the equipment burned with it. On (B)(6) 2015, it was noted that neither of the components were related to the patient¿s medical issues. The programmer and recharger had been since replaced which had resolved any issues she had with the stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported that the patient was continuing to receive shocks in her spine from the device on a daily basis for the past three months prior to this report and reiterated that she fell. It was also reported that the implantable neurostimulator system was not working and that for the last three months prior to this report, the patient has had a depleted battery, loss of therapy, was unable to charge, in extreme pain, and had her implantable neurostimulator sticking out. The patient weighted over (B)(6) when originally implanted and has lost over 100 lbs. Since. It was also noted that the health care provider was thinking he would have to go in and push it from sticking out. The patient has not had pain medication and has to sit on her left side since the implant is on the right side and she experiences pain upon touch. The pain was noted to be a 20 on a scale of 10. The patient was also reported to be irritable and was crying. She also had neuropathy in her feet. It was conveyed that the change in therapy/symptoms were sudden and that the patient was to see the health care provider on (B)(6) 2015. It was also noted that the patient was given a replacement remote but has not had the opportunity to use it because her house burnt down. No patient outcome was reported. Follow up is being conducted to determine this information. Should additional information be received, a follow up report will be sent out.